Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on 07/02/2010, for investigation. Only the short port btt was returned. A visual inspection revealed that there were no non-conformities with the device. The device was bloody. The balloon was inflated with 25cc of air. The balloon inflated properly but upon removal of the syringe, the black inflation valve extended out of the port but did not dislodge. Based upon these findings, the reported failure mode was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to the reported failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the surgeon had placed the vasoview hemopro btt (blunt tip trocar) at the incision site and inflated the balloon with a 30cc syringe to secure the orientation. However, the btt balloon at the inflation site had broken. The black rubber inflation valve did not remain inside the inflation tube to keep the balloon inflated. A replacement device was used to complete the procedure. There were no pt effects. The product was returned.